Event description:
Medtronic received information that blank display, battery cap cracked/damaged, charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.